Event description:
It was reported that pump battery depleted very rapidly, causing need for daily charging and requiring customer to carry charging cord to ensure continued insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up from technical support and was already in process for renewal pump, and technical support could not confirm battery depletion issue due to lack of additional information.